Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024; and a suture was used. The suture broke during use. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - were there any patient consequences?: a review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned related events captured via: 2210968-2024-02307 2210968-2024-02312 2210968-2024-02313 2210968-2024-02314